Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The no delivery test was unable to be performed due to no button response and the buttons did not stick. The insulin pump had a broken belt clip slot, cracked battery tube threads, scratches on the lcd window, scratches on the case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call cosmetic damage, keypad anomaly, no delivery alarm and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels with a manual injection. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack on the outside of the insulin pump where the battery is inserted. Customer advised the location of the crack was the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.